Manufacturer narrative:
One device was returned for repair. The device fails accuracy was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem. The device then passed all functional tests after repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy testing at 7.45%. There was no patient involvement, and no patient harm/adverse event reported.